Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back and dislodged. Thresholds and sensing okay but physician opted to add slack to lead. It was further reported that the right atrial (ra) lead dislodged and fell into the inferior vena cava .the rv and ra lead were repositioned and remains in use. No patient complications have been reported as a result of this event.